Event description:
It was initially reported that the blade of the device was bent. Additional clinical information determined that the issue occurred during surgery with a patient involvement. It was stated that there was no patient harm/injury associated with the report however the initial graft harvest was not perfect and the surgeon were not pleased with the specimen. While the initial graft harvest was usable, the surgeon had to take an additional unplanned graft harvest to complete the surgery. There was no alternate device that was used and the surgery was completed using the initial device with a delay of 30 minutes to the procedure while the patient was under anesthesia. No further information was available regarding the reported event or what may have contributed to the issue.

Manufacturer narrative:
The device was manufactured on 03/14/1997 and was previously repaired (B)(6) 2012 for a non-related issue. Investigation revealed damage to the head and neck. Prior to repair, the device operated within motor speed specifications. The device was outside calibration and side to side specifications at the zero thickness setting. Repair of the device included replacement of the head, neck, eccentric shaft, calibration shaft and standard repair parts. The customer did not return a hose, any width plates or blade for evaluation. The reported event was not reproduced or confirmed during testing and a cause cannot be determined. The device was repaired and returned to the customer.